Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with lumbar instability l4-5 and l5-s1 and underwent the following procedures: l4 to s1 posterolateral fusion. Titanium instrumentation l4 to s1. As per op-notes, ¿after decorticating the transverse processes and lateral facets surgeon put mastergraft hydroxyapatic in along with crushed cancellous bone and some of the remaining bone morphogenic protein.¿ on same day, the patient was also pre-operatively diagnosed with: lumbar disc herniation. Internal disc disruption. Lumbar I nstability. Medically refractory low back pain with lumbar radiculopathy and underwent the following procedures: lumbar l4-5 anterior discectomy and interbody fusion. L5-s1 discectomy with interbody fusion. As per op-notes, ¿...an 18 x 23 mm peek cage was filled with bone morphogenic protein. These were placed on either side of midline and with the threads we were able to place it slightly recessed in the intervertebral space. Surgeon then added more bone morphogenic protein between the cages and on the sides of the cages. We then placed gelfoam over the cages anteriorly and proceeded to the l4-l5 interspace. We then used a template and the dual tube 16 mm lt cage system was used. After reaming to 23 to 26 mm we placed 16 x 23 mm peek cages filled with rhbmp-2 and at l4-l5 on either side of midline.¿ the patient was also pre-operatively diagnosed with symptomatic lumbar stenosis and underwent l4 to l5 and l5 to s1 anterior lumbar interbody fusion (alif).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.